Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer problem regarding delivery accuracy was unable to be duplicated. According to the investigation, three different delivery accuracy tests were performed and all of which were within the published +/-6% delivery accuracy specification. It was reported that no problems were found with the fluid delivery of the pump. No fault found and no action required.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited low flow rate -8%. No adverse effects reported.